Manufacturer narrative:
(B)(4). Evaluation of the device has begun; however, has not yet been completed. Upon completion of the evaluation a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). One used set was received with no cap on dark blue connector and no cap on patient connector in reference to damaged. Functionally hand tightened a lab titanium adapter without difficulty and pressure tested underwater with no leak noted. The set was visually inspected; cracks on the light blue main body were noted. The complaint was confirmed in the lab for damaged due to crack. A batch review was not performed as lot information was not known. Based on the information gathered during baxter's investigation, the root cause of this report was not determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A patient reported to baxter (B)(4) that there were cracks noted on the twist switch of the transfer set. There was no report of disinfectant use on the transfer set by patient or doctor. There was patient involvement but no patient injury or medical intervention was reported.